Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device was cracked causing leakage during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: DHR review was performed on the following sub assembly lot numbers: 6316678 ¿ this lot number was built on (B)(4), from november 12, 2016 thru november 14, 2016. 6314852 ¿ this lot number was built on (B)(4), from november 10, 2016 thru november 11, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples were performed throughout the process, all the inspections passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because no samples or photos were received for investigation of this incident. Conclusions: the defect of septum damaged/defective; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.